Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the pump had alarmed with a "no disposable" message. The alarm was silenced, settings were reviewed, and the clamp was closed. Troubleshooting was performed but the alarm persisted. The alarm continued event after replacing the cassette. The pump was powered off. The patient was advised to contact the clinic upon opening for further assistance. No further questions were raised at the time. The reservoir volume was 65.5 ml, with an infusion rate of 2 ml per hour and a total of 36.25 ml administered. The patient was not affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.